Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. As a result, the customer did not receive the low glucose alarm alert. Subsequently, the customer experienced sweating, drowsiness was unresponsive and eventually experienced loss of consciousness and was unable to self-treat, requiring treatment of glucose by a healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.